Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device would not spin easily. The device was sticky/stiff and would not fire properly. The surgeon was able to press the green button but was unable to squeeze the handle. Another handle and reload was used to complete the case. There was no patient injury.